Event description:
The pa checked an underlying rhythm on external pacemaker. It was not pacing the patient. It was on and set up correctly but all the setting screens were blank. No rhythms were showing and it had stopped pacing but was on. There was not an alarm or indication that it had quit. No harm was done to the patient because they had established a rhythm that was perfusing. A dark discoloration was noted at the top of the screen.